Event description:
It was reported that the device had over infused. There was patient involvement but no harm. On 14jan2026, bd received additional information: the medication that over infused was an "IV antibiotic". On 16jan2026, bd received additional information: it was reported that a 50cc bag of zosyn was just hung. Soon after the pump alarmed saying air in line and the whole bag was empty. The pump said there was 22 min remaining and 37 cc. Zosyn 3.375 g/50ml to be infused over 30min.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of piperacillin/tazobactam (zosyn) could not be confirmed through laboratory testing or log review. The suspect pump module was found to be infusing within specification. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The facility provided an event date of 18dec2025, time was reported to be 12:30 pm. A review of the pcu and pump module error logs showed no errors were recorded on the date of event related to the reported issue. On (B)(6) 2025, at 12:12 pm, the event log review showed that the suspect pump module was attached to the concomitant pcu and powered on. The suspect pump module was assigned with channel a. From 12:12 pm to 12:15 pm on (B)(6) 2025, the pcu was powered on and connected to the suspect pump module 8100 (s/n (B)(6)) on channel a. The user programmed a primary guardrails infusion of drugid 282 (suspected to be piperacillin/tazobactam - zosyn) at a rate of 100 ml/h with a vtbi of 50 ml. The infusion was initiated with volume infused values as 0ml. Eight air in line alarms occurred repeatedly, and the infusion was restarted eight times. Another air in line alarm followed, after which channel off was selected and all devices were turned off. At the end of this period, the primary volume infused was 2.347 ml, with no secondary volume infused. At 12:16 pm, the same drug and parameters were used, with the infusion restarted at 100 ml/h and a vtbi of 50 ml, carrying over a pvi of 2.347 ml. An air in line alarm occurred again, the infusion was restarted, and the pvi increased to 12.38 ml. Channel off was then selected, the vtbi was adjusted to 37.61 ml while maintaining the same rate, the infusion was restarted, and channel off was selected once more. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.33), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event of over infusion could not be determined through laboratory testing or log review. The suspect pump module was found to be infusing within specification. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, g04037, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infused. There was patient involvement but no harm. On 14jan2026, bd received additional information: the medication that over infused was an "IV antibiotic".